Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start recorded on (B)(6) 2025 at 04:05:10, in which the motor start parameters were atypical. Additionally, log file analysis revealed a controller power up with an associated motor start event was logged on (B)(6) 2025 at 04:05:02, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that a power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with (B)(4) relative state of charge (rsoc). The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for thirty-two (32) seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. Review of log files revealed a motor start with parameters outside of the typical range. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 29-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.